Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the alarm cannot be cleared. The customer's blood glucose reading was 408 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. Troubleshooting found that the cannula was bent and advised that no delivery was most likely the result of an occlusion. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined to troubleshoot for the high blood glucose.